Manufacturer narrative:
(B)(4). Additional narrative: it was reported that mesh was implanted along with ablation on (B)(6) 2011 due to stress urinary incontinence. After implantation patient experienced pain, urinary and bowel problems. The patient underwent cystoscopy on (B)(6) 2011 due to urgency and a laparoscopic supracervical hysterectomy, left salpingo-oophorectomy. No additional information was provided. (B)(4) ¿ urinary/bowel problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that following insertion the patient experienced frequent urination, not able to empty bladder, loss of control of bladder, pain during sex, embarrassment, depression of having to wear pads and diapers and bladder spasms. No additional information has been provided.(B)(4).

Manufacturer narrative:
It was reported that patient underwent concurrent hysteroscopy, dilation and curettage procedures.

Event description:
It was reported that patient underwent concurrent hysteroscopy, dilation and curettage procedures.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and an unspecified pelvic mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.